Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that during implant that prior to being placed in the patient the helix failed to extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.